Manufacturer narrative:
The hakim programmable valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that in 2009, the codman hakim programmable valve was implanted to a (B)(6)-year-old female patient due to subarachnoid hemorrhage via v-p shunt with an unknown setting. The patient came to the hospital with convulsions and impaired consciousness. Ventriculomegaly was confirmed and the pressure was changed from 5 to 3. However, the patient¿s condition did not change. Distal outflow could not be confirmed by shunt contrast. The valve was replaced with certas on (B)(6) 2021. The patient is in follow-up. No further information was provided by hospital.

Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR) - the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was at 30mm h2o. The valve was hydrated. The valve passed the test for occlusion, leak, programming, reflux and pressure. The valve functions at the time of investigation. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Event description:
N/a.